Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and high capture thresholds due to insulation anomaly. The lead was capped and replaced. Patient was well.